Event description:
Implant removal due to problems with the healing cap, primary stability was achieved, implant was completely covered with bone, inadequate bone quality/quantity (B)(6) are same patient).